Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead's pace/sense impedance had gradually increased from approximately 300 ohms to 1250 ohms over the past few years. The rv lead also had steadily increasing thresholds over the years from 0.5 volts to 3 volts. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.